Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an ablation, the patient was found to have been burned in several places on the back. The burns were treated with a duoderm dressing and massaged with lotion. The incident grounding pad was discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.